Event description:
It was reported by the patient's legal representative that the patient underwent total hip arthroscopy on (B)(6) 2006 and subsequently reported undefined complaints. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product is still implanted so no product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown.